Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6 (closure codes and device codes). Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search was not possible as the product / lot numbers were not provided. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A monoblock size 12 delta xtend stem was removed yesterday. The 1st stage revision was untaken as the implant was suspected to be to infected/loose. This stem had been inserted uncemented in 2012.

Manufacturer narrative:
Product complaint # (B)(4).